Event description:
Additional information was received that approximately (B)(6) after valve implant, stenosis and valve calcification were identified. Subsequently, a redo transcatheter aortic valve replacement was planned.

Manufacturer narrative:
Updated data: b5. E2. E3. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from the patient that approximately seven years and eleven months following the implant of a transcatheter valve, the patient experienced symptoms of dyspnea and pleural effusion. Additionally, the patient noted having a permanent pacemaker an unspecified amount of time following the implant of the transcatheter valve, ejection fraction of 35%-40%, congestive heart failure (chf), kidney problems, and was evaluated for these conditions. Additional information was received indicating that no conduction disturbance was noted, but the patient had a cardiac resynchronization therapy defibrillator (crt-d) implanted approximately three years and nine months after the transcatheter valve implant. It was also confirmed that the transcatheter valve did not fail.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from the patient that approximately 7 years and 11 months following the implant of a transcatheter valve, the patient experienced symptoms of dyspnea and pleural effusion. Additionally, the patient noted having a permanent pacemaker an unspecified amount of time following the implant of the transcatheter valve, ejection fraction of 35%-40%, congestive heart failure (chf), kidney problems, and was evaluated for these conditions.

Manufacturer narrative:
B3. Event date is not known. Please see b5 for approximate date range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.